Manufacturer narrative:
Hologic informed the customer that testing patient-collected samples with the aptima hpv assay was considered off label use. Per aptima hpv assay package insert (aw-33883-001, revision 001), the ¿aptima hpv assay has only been validated for use with cervical specimens collected in preservcyt solution using a broom-type or cytobrush/spatula collection device.¿ hologic performed a risk assessment for this issue and determined that as a sample was collected in an off-label manner, there is a potential risk for invalid or incorrect results, including false negative results. Customer declined review of instrument logs and worklist reports, so no further investigation was possible. Hologic has not been informed of any adverse patient outcomes related to this issue.

Event description:
On (B)(6) 2026, customer in the united states inquired whether patient-collected swab samples are an approved collection method for the aptima hpv assay. Customer reported that they had received two patient-collected swab samples, tested the samples with the aptima hpv assay, and reported out the results. Customer did not provide information regarding the sample results, assay kit master lot/worklists, collection swab type, or patient information/treatment. Customer noted they planned to amend the results and include a disclaimer on reports but did not provide further information on results reporting. Hologic has not been informed of any adverse patient outcomes related to this issue.